Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported cuts off during tka case. Mps reported that cuts were about 2mms off. All pre-surgery checks passed but the doctor was concerned and has requested service visit. Also, the cam stand monitor had power but no picture before case, mps was able to shut down and restart and the picture resumed, but it may be something to check.

Manufacturer narrative:
Reported event: an event regarding electrical failure involving a mako robotic arm was reported. The event was not confirmed. Method & results product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: kin cal left side to optimize values. Cleaned camera lenses. No other issues noted. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob895 was inspected on 19/03/2019 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob895 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported cuts off during tka case. Mps reported that cuts were about 2mms off. All pre-surgery checks passed but the doctor was concerned and has requested service visit. Also, the cam stand monitor had power but no picture before case, mps was able to shut down and restart and the picture resumed, but it may be something to check.